Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the skin reaction consisted of redness, blisters and itching sensations which extended beyond the patch perimeter. The patient went to a clinic and consulted physician who prescribed an oral steroid (prednisone 20 mg, 2 times per day for 5 days). After the event the patient¿s condition improved and they felt ok. No additional patient or event information is available.